Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer: 10/15/2018. Device returned to manufacturer?: yes. The device was received out of the trays in the opened inner pouch at the manufacturing site for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found not locked. The pcb00 device was observed under microscope and traces of viscoelastic and/or balanced salt solution were observed at the cartridge tip. The pcb00 cartridge was observed with stress marks at the tip. Directions for use (dfu) states to completely fill the viewing window of the pcb00 with ophthalmic viscoelastic device (ovd). The alleged small piece of white plastic that came out of the injector, as described by the customer was not identified or returned by the customer. The received insertion device was disassembled to evaluate the inner components such as nut, plunger and pushrod and inner part of the cartridge. No piece of the components is missing. Since the alleged small piece of white plastic was not identified the reported issue was not verified. The manufacturing records for the intraocular lens were reviewed. The review identified no non-conformance report (ncr) associated to this production order. The product was manufactured and released according to specification. A search in complaint history revealed that no other complaints have been received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified.

Manufacturer narrative:
If explanted; give date: not applicable, as there is no indication that the lens was explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small piece of white plastic came out from the injector of the preloaded delivery system model pcb00 when the intraocular lens (iol) was being implanted into the patient's operative eye. Reportedly, the surgeon was able to retrieve the particle from the eye and there was no injury. No additional information was provided.